Manufacturer narrative:
D10 concomitant product: sigadaptstnd - sig power sigadaptstnd linear adapter, serial#:(B)(6), sigphandle - sig power sigphandle handle, serial#: (B)(6), sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic arthroscopic esophagectomy, during esophageal resection, after the product was removed, the firing was completed until the end, but the jaws did not open and the knife and clamp cover button did not return. To submit the specimen inside the jaws for biopsy, it was pried open using a flat -blade screwdriver, and the specimen was extracted. An additional resection was performed on the oral side and the anal side of the tissue then it was removed. The surgical time was extended for 30 minutes.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device had bent laminates and was applied over thick tissue causing the interlock to not function properly. The distal suture on the anvil/cartridge side was disengaged. The knife blade was damaged. The reload adapter was broken. The articulation flag was bent. It was reported that the jaws did not open and the knife and clamp cover button did not return. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Bent knife laminates can occur from improper component orientation. The bent knife laminates push the interlock legs down causing the interlock to fail. This issue can also occur when the device is applied on over-indicated tissue. Internal process improvements have been initiated to mitigate this issue. The product analysis noted evidence that the device was not used as intended. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Do not attempt to insert or remove the instrument from the trocar sleeve if the instrument is in the articulated position. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.